Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to daughter potentially swallowing true metrix test strip. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 14-may-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated she had taken daughter to the doctor and that her daughter is fine. Customer stated her daughter did not swallow the test strip, she just thought she did. Customer did not say what date she went to the doctor. No further information was provided.

Event description:
Consumer called stating that her 1-year-old daughter might have swallowed a true metrix test strip. Customer stated her daughter has no symptoms or any reaction(s). Customer also stated she contacted poison control, and she was advised to contact us to find out if the test strips are made of magnets. Customer was informed the true metrix test strips are not made of magnets per r&d and that the true metrix test strip is a plastic strip containing chemicals and electrodes. Customer was advised to contact her daughter's doctor. Customer disconnected call.